Event description:
A distributor returned electrode belt sn (B)(4) belt and reported that the therapy electrodes wer non- functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The trunk cable was pulled from the strain relief, which caused a short inside the distribution node (dn). The cause for the failure was isolated to the short in the dn. The root cause for the short was excessive force on the trunk cable. No adverse event resulted from the damaged electrode belt.